Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Troubleshooting with the customer had been performed and was unable to recreate the reported event. All of the 190 series scopes were recognized when connected to the tower, and all 180 series scopes worked as intended when connected to another tower using the same maj-1430 cable. Additional information was provided by the customer stating that water may have been present in the scope contacts. Once the scope had been dried and reinserted, the reported event did not occur again. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the xenon light source did not recognize 180 series scopes. The issue was found during preparation for use. There is no known procedure information. There were no reports of patient harm.